Manufacturer narrative:
Approximate age of device ¿ 13 days. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to intracerebral bleeding. According to the lvad clinician, the patient's expiration was not related to the pump. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists stroke and bleeding as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.